Event description:
It was reported the patient experienced an increase in frequency of re-charging their ipg. As a result, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.